Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Reportedly, the customer used lyumjev brand insulin which is off label use. Issue was found in the cartridge, the customer changed supplies and resumed insulin therapy.